Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. It was confirmed that the actual device was not available; therefore, sections d9 and h3 have been updated. The lot number has been updated in section d4 and section h4 has been updated. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. An image of the event provided by the user was reviewed and revealed that the sampling line had been fractured at the connection with the oxygenator port. Reproductive test/low-temperature fragility: if the fracture occurred during transportation or storage, multiple test samples packed in the unit boxes were cooled, and then dropped from 1.5-meter high. As a result, it was confirmed that some of the tubes were fractured at the connection with the product. The test condition was set discretionarily. IFU states: if the product is dropped during set-up, do not use it. Replace with another device. It is likely that the product, which was chilled under low temperature environment during transportation or storage in the cold season, was exposed to strong impact load during being handled, which resulted in the fracture of the sampling line tube. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the product-release judgement record of the involved product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that pre-treatment, the capiox device sampling line fractured from the oxygenator side. The patient was not harmed. The procedure outcome was not reported.